Event description:
It was reported that the pressure wire was inserted into the patient, disconnected it, reconnected it, and received a noisy signal. Another MFR's product was used to complete the procedure. There was no report of patient injury or adverse event due to this incident. It is believed the patient was released from the hospital according to the original treatment plan; however, the MFR was not able to confirm this when add'l info was requested. The device was returned to the MFR for eval. During examination of the device it was observed that the distal part of the pressure sensor was missing.

Manufacturer narrative:
(B)(4). The device was returned and investigated according to volcano policy. The mfg documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The device was received for eval and upon visual inspection prior to decontamination it was noticed that the distal part of the pressure sensor was broken off from the sensor housing; the wire was in a damaged condition with multiple kinks. It was further observed that the tip appeared to be shaped and the tip coil was stretched. The signal test was performed and "attach wire to connector" message was produced. This confirmed the reported signal issues. It is possible to observe this type of damage if the device is impacted, manipulated or if excessive force is applied. The pressure sensor is fabricated from silicon wafer l: 900 + 4 u and w: 244 + 4 u) and is not readily seen on x-ray equipment commonly used in the cardiac cath; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel. In the event that portion of the sensor was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. No adverse events were reported as it is not possible to determine when the pressure sensor became separated. No further action required.